Event description:
The complaint is reported as: the positive end contact point of the battery pack is not making electrical contact with the handle contact pin, thus the blade light will not energize. There was no report of patient involvement or injury.

Manufacturer narrative:
The sample was returned for evaluation. The battery pack appeared to be in good working order, with minimal signs of use. It was also observed there were heavy deposits of corrosion on and around the positive point contact end. The visual appearance of the corrosion is in keeping with chemical corrosion which is associated with alkaline based batteries. Based on the visual exam, the reported complaint was confirmed. The root cause of the corrosion could not be determined. A conclusion code could not be found as the complaint was confirmed, however, a root cause could not be established.